Manufacturer narrative:
(B)(4). Medical products: 11-173661 name: m2a 38 mm modular head lot:009840, 11-103208 taperloc porous femoral stem lot 901670. Reported event was unable to be confirmed as event details are unknown.. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause could not be determined without event information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right revision procedure approximately ten years post-implantation due to unknown reasons. Review of invoice history shows the modular head and acetabular cup were removed and replaced and a poly liner was implanted.